Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it, with the instruction to call back if the issue recurred.